Event description:
It was reported that during a low anterior resection procedure, the staples fired but the knife did not deploy. They cut the area. They had to send in the specimen to pathology with the cartridge attached. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.